Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from poland alleged the generation of discrepant sars-cov-2 results for a patient sample when using the cobas liat sars-cov-2 and influenza a/b test compared to the retest results. The alleged sample generated a positive result for sars-cov-2 in the initial test on the cobas liat system (sn (B)(4)). Retest on a different cobas liat system (sn (B)(4)) generated a negative result for sars-cov-2 and retest for the third time in the original cobas liat (sn (B)(4)) generated a negative result. No harm was alleged. Investigation on the complaint kit did not identify any issue. Review of the instrument run data did not find any anomalies that could contribute to the allegation. A review of the data revealed late CT values indicative of a sample near the limit of detection (lod). Lod samples are expected to waiver between positive and negative upon repeat

Manufacturer narrative:
Review of the instrument run data did not find any anomalies that could contribute to the allegation. The growth curve for the reactive samples showed minimal amplification and was sigmoidal. The growth curve for the internal control (ic) was robust and sigmoidal, indicating the assay was working as expected. The CT values are in line with a sample that is near, at, or past the limit of detection of the assay (lod sample). Samples considered to be lod samples may waver between reactive and non-reactive, and this can be expected. Investigation on the reagent kit did not identify any product issue. (B)(4).

Manufacturer narrative:
Roche has received an increased number of complaints from customers when using cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system, lot 10119z. Customers are alleging an increased number of initial positive sars-cov-2 results that were negative upon retests on the same platform and/or on other platforms. Investigative testing using returned kits from the field generated an unexpected sars-cov-2 positive rate of 7% with known negative samples. Considering the involved hazards of the issue, there is a remote probability that use of the affected reagent lot will lead to adverse events in populations at greatest risk for infectious complications due to false positive sars-cov-2 results. Adverse health consequences are otherwise not likely. Consignees have been notified to immediately discontinue the use of and discard any remaining inventory of the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system, lot 10119z. (B)(4).